Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to reproduce the white screen that the customer reported. Physio determined that while the device displayed a white screen, it was a hardware (visual) display malfunction only and the software operation was functional. There was no critical device malfunction. Physio replaced the display and after observing proper device operation, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no adverse effect to the patient due to the reported issue.